Event description:
Note: this report pertains to one of two cre wireguided dilatation balloons used on the same patient during the same procedure. It was reported to boston scientific corporation that two cre wireguided dilatation balloons were attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure for treatment of an esophageal stricture performed on an unknown date. During the procedure, the first cre wireguided dilatation balloon was inflated to 18mm (3atm) without problem and subsequently to 20mm (6atm) as intended. After repositioning, the balloon was reinflated to 20mm, at which time the clinician observed that the balloon began leaking and was unable to maintain pressure. The device was removed. A second cre wireguided dilatation balloon was then introduced and inflated to 20mm (6atm). Upon inflation, this balloon immediately leaked and similarly could not maintain pressure, requiring removal. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition following procedure was reported to have fully recovered.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus.